Manufacturer narrative:
Investigation summary: one safetyglide needle assembly in an opened blister pack from batch 8057742 (p/n 305916) was received and evaluated. The hub contained three small black embedded foreign matter particles. The particles appeared to burnt plastic and were smaller than level 3 in size, which was acceptable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the needle manufacturing process. Since the defects observed are within the acceptable limits, no corrective actions are necessary a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use it was discovered that there was foreign matter in the hub of syringe with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that there was a black speck embedded in the syringe where the orange plastic is. Additional information provided by consumer: stated that they found a needle with what appears to be a blood speck in the hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was foreign matter in the hub of syringe with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that there was a black speck embedded in the syringe where the orange plastic is. Additional information provided by consumer: stated that they found a needle with what appears to be a blood speck in the hub.